Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the pump was vibrating. The customer¿s blood glucose level was 300 mg/dl and the customer treated blood sugar by giving shots. The customer stated that the display was not blank less than 30 seconds and did not return, display is blank currently. Troubleshooting was performed and the display did not return after restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, selftest and displacement accuracy test due to unresponsive blank display.